Manufacturer narrative:
B5: additional information added. G2: added report sources.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Thirty (30) days post-implant on (B)(6) 2025, at routine follow up, transesophageal echocardiogram (tee) was performed which showed a thrombus on the 27mm watchman flx pro closure device. The patient continued taking eliquis. A follow up tee was performed on (B)(6) 2025 showing the thrombus was still present. The patient was instructed to double their eliquis dose for two weeks then continue their regular dose with a follow-up computed tomography (CT) scan in six (6) months. It was further reported that the healthcare facility confirmed the patient reported thrombus. The thrombus was noted to be pedunculated, mobile, slightly tilted towards the mitral valve, and with a possible gutter with the limbus ridge. There was no leak or shift in the device from the original procedure.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Thirty (30) days post-implant on (B)(6) 2025, at routine follow up, transesophageal echocardiogram (tee) was performed which showed a thrombus on the 27mm watchman flx pro closure device. The patient continued taking eliquis. A follow up tee was performed on (B)(6) 2025 showing the thrombus was still present. The patient was instructed to double their eliquis dose for two weeks then continue their regular dose with a follow-up computed tomography (CT) scan in six (6) months.